Manufacturer narrative:
No device analysis results are available because the device was discarded at the customer site. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The reported deployment issue cannot be confirmed at this time as the root cause is unknown.

Event description:
The sensor and delivery system was not returned as it was discarded by the customer.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The implant procedure was abandoned due to inability of the sensor to dislodge from delivery catheter. When the swan catheter was pulled back, the sensor would move with it. The physician then went in with another swan to keep the sensor in place. With multiple attempts to remove the catheters, it was decided to pull back the sensor through the right ventricle to the tip of the sheath. The physician was then able to snare the sensor and remove it from the patient. The sensor was implanted in the left pulmonary artery for approximately 30 minutes before it was explanted. There were no adverse patient consequences and the physician plans to more forward with a second implant.